Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited t-wave oversensing (twos) which inhibited pacing. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The patient experienced syncopal episodes, shortness of breath, and feeling light headed. Both the rv and ra leads were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.